Event description:
The following was reported to hamilton medical ag: the transport clinical team reported: "completed oxygen cell calibration successfully in the morning. On transfer whilst patient attached, vent alarmed low oxygen. Patient sats ok and po2 normal. Tried several oxygen ports but still alarming low oxygen. Patient was on 45% fio2 and the measurement on the vent was saying 24". Proceded with transfer epcr 131165. Patient stable throughout. Reduced fi02 t0 35%, vent stopped alarming and then showing 36% fio2 on measurements on vent. Taken out of service and tested and now alarming high o2.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: the transport clinical team reported: "completed oxygen cell calibration successfully in the morning. On transfer whilst patient attached, vent alarmed low oxygen. Patient sats ok and po2 normal. Tried several oxygen ports but still alarming low oxygen. Patient was on 45% fio2 and the measurement on the vent was saying 24". Proceded with transfer epcr 131165. Patient stable throughout. Reduced fi02 t0 35%, vent stopped alarming and then showing 36% fio2 on measurements on vent. Taken out of service and tested and now alarming high o2.